Event description:
The patient had placed meme silicone breast implants in october, 1988. In the last two years the patient has suffered from fatigue, achiness and burning pain, loss of short-term memory, night sweats and hair loss. A bilateral periprosthetic capsulectomy with removal of the implants was performed. The right implants is intact the left implant was ruptured.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.